Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the subject device tested positive for more than 80 colony forming units (cfus) of escherichia coli and pseudomonas aeruginosa. All channels were sampled. The device was retested on (B)(6) 2025 and it tested positive for more than 80 colony forming units (cfus) of escherichia coli. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the results of third-party testing, the device evaluation, and the investigation. Olympus provided the following result of the culture test performed at third-party labs: sampling date: (B)(6) 2025. Bacteria identification: escherichia coli. Cfu: >80. Sampling from: instrument/channel. The customer's report was not confirmed. The device was evaluated and no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a definitive root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.